Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. The right ventricular (rv) lead exhibited no pacing. The right atrial (ra) lead exhibited "small to no" p waves. The ra and rv lead remains in use. No further patient complications have been reported as a result of this event.